Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. Programming changes were discussed but not made at that time and will be discussed with the following physician. Device remains implanted.